Manufacturer narrative:
Updated event problem codes.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2019 patient was notified that she suffered pseudotumor in her left hip, with concern about friction, corrosion and failure of her profemur modular neck, as well as concern over migration of the dynasty liner. The structural failure of the titanium profemur modular neck components was the result of a fatigue failure of the titanium, caused over time by cyclic loading of the device, resulting in the release of metal particles within left hip joint. On (B)(6) 2019 patient received a revision surgery and the stem, modular neck and all other components were removed and replaced, the titanium modular neck had corroded and fatigued, and the dynasty liner having migrated.